Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon deflation issue and patient hematoma occurred. A 5.0 x 80, 75cm mustang¿ balloon catheter was advanced for dilatation. Post angioplasty, the physician attempted to remove the balloon from the 5fr sheath however, the balloon failed to deflate completely despite the use of the inflation device and syringe deflation. As a result, the physician had to remove the sheath with the balloon leading to an upsize of the puncture in the patient's groin, and the development of a slight hematoma formation. The balloon was completely retrieved within a couple minutes in a semi-deflated state. The procedure was completed with this device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was received partially withdrawn within the customer¿s 5fr introducer sheath. The 5fr introducer sheath was noted to be extremely twisted and kinked during analysis. The balloon was noted to be trapped within the customer¿s 5fr sheath. The distal section of the balloon was still partially inflated and inflation medium was noted within the balloon material. The returned device was attached to an encore inflation unit and a vacuum was applied in an attempt to deflate the balloon; however balloon deflation could not be performed. A visual and microscopic examination of the balloon material identified no issues with the balloon material that could have contributed to the complaint incident. Further analysis was performed on the lapweld area as this section was dissected and microscopically inspected, no issues or damage was noted with the lapweld or balloon bond area that could have contributed to the complaint incident. A visual and tactile examination identified severe stretching and kinking damage on the shaft of the device proximal to the 5fr introducer sheath hub. After the device was released from the introducer sheath a visual and microscopic examination was performed on the shaft. The shaft was noted to be severely stretched, this stretching damage extended down into the guidewire and inflation lumen, the damage noted began 15mm proximal to the proximal markerband and extended 12mm proximally along the shaft. Severe kinking was also noted along the stretched shaft. The investigator placed the device under positive pressure and dissected the shaft, liquid was seen escaping from the shaft once the damaged section of shaft was removed. No issues were noted with the shaft that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip which could have contributed to the complaint incident. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon deflation issue and patient hematoma occurred. A 5.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. Post angioplasty, the physician attempted to remove the balloon from the 5fr sheath however, the balloon failed to deflate completely despite the use of the inflation device and syringe deflation. As a result, the physician had to remove the sheath with the balloon leading to an upsize of the puncture in the patient's groin, and the development of a slight hematoma formation. The balloon was completely retrieved within a couple minutes in a semi-deflated state. The procedure was completed with this device. No further patient complications were reported and the patient's status was stable.